Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that while the external pulse generator (epg) was connected to a patient, the pacing rate spontaneously paced at 180 bpm. Intervention was required and the device was reprogrammed. This incident occurred while the patient was being transferred between two hospitals. The epg remains in use at this facility. No patient complications were reported as a result of this event.